Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant product: e2dr33, ipg. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds. The lead programming was changed. The atrial lead remains in use. No patient complications have been reported as a result of this event.